Event description:
It was reported that the customer had a error message during self test on insulin pump. The customer's blood glucose level was 222 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump monitored for several days and no alarm noted. Insulin pump passed the self test. However, insulin pump received with black shadow on the display due to warped/uneven pcb on the lcd board. No cosmetic damage noted.